Event description:
Dr. (B)(6) reported he recently had a case of small bowel obstruction and adhesions related to the cook 8 - layer biodesign graft, inserted laparoscopically. Dr. (B)(6) had to perform a laparotomy and division of adhesions to free the bowel. Current patient status not provided by the reporter.

Manufacturer narrative:
Device lot number not provided by the reporter and therefore an exact manufacture date cannot be determined. Investigation into this report is ongoing. A follow-up report will be provided when information is available (we expect within 8-12 weeks) with further details as to the findings of this investigation including specific lot number used if possible. (B)(6) 2012 - incident investigation committee met to review and discuss the available (limited) details relating to the feedback.